Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event of intermittent image(s) was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the intermittent image(s) could not be identified, nor could the phenomenon of intermittent image(s) be duplicated/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center due to flickering image and a black out device. The patient was under mac anesthesia. The scope was changed, and the issue persisted which caused about thirty (30) minutes delay. The procedure was completed in another room with another device. There was no patient harm or user injury reported due to the event.